Event description:
It was reported that during an unk procedure, an error code 5 was displayed. The titanium tip of the device was broken. The broken part did not fall into the pt. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was received with the blade broken off and missing. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked and broke due to contact with the other tube. A design change has been implemented to reduce this issue.